Event description:
As reported by the user facility: customer reports: over infusion, customer states, "that the incident occurred on labor and delivery unit. Set pump to infuse oxytocin at 2 ml per hour, original set did not have the normally closed valve so customer added 1 and at that time noted infusion was dripping quickly, pt began to have erratic contractions and infusion stopped. Customer is returning pump with tubing used in infusion.

Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.